Event description:
It was reported that during a ptca/stent procedure of a mid rca lesion that was 90% stenosed, after pre-dilatation with another co's balloon catheter, the stent was deployed. The physician then pulled the sds slightly proximal and post-dilated at 14 atmospheres (contrary to IFU). The proximal c-flex larger than the balloon size. No pt injury was reported.